Event description:
The o2 cannulas that we use in the pacu (post-anesthesia care unit) are spontaneously popping off the flow meters and subsequently the patient does not receive the required o2. The o2 cannulas are salter labs 16soft7, lot 514864. We are able to detect the fault as the patient¿s o2 saturation drops as they are continuously being monitored in the pacu.